Event description:
A male of unk age presented for an endovenous laser treatment procedure of the greater saphenous vein on (B)(6), 2011. While the physician was pulling the laser fiber back during ablation, the fiber was pulled into the sheath causing the fiber to burn through the sheath in the pt. The physician who was performing the procedure made two small incisions and successfully retrieved the detached part of the sheath from pt. There was no permanent harm or injury reported to the pt.

Manufacturer narrative:
Returned for eval was one used sheath and 65cm fiber. A visual review noted that the fiber was advanced to the sheath approx 44 cm and that the sheath was burnt approx 24.5cm from the tip. The complaint is confirmed. A visual review of the fiber noted that the fiber stop was still attached to the fiber. What appeared to be blood was noted on the luer of the sheath indicating that the luer of the fiber was not properly connected to the sheath during the procedure. It was noted that the luer of the fiber was securely bonded to the fiber shaft. The root cause for the reported complaint is that physician failed to fully advance the fiber through the end of the sheath or did not attach the fiber to the sheath, as evident by the fiber stop still be attached to the fiber. As the physician began to pullback, they pulled the fiber back into the sheath causing it to burn through the sheath. The instructions for use contains a statement: "insert the nevertouch laser fiber into the sheath until the fiber stop assembly comes in contact with the proximal end of the sheath hub. Remove fiber stop assembly. Pull the sheath back and lock it to the sheath-lok fitting. Confirm location of the fiber using ultrasound guidance." The angiodynamics sales rep has performed an in-service to this account to demonstrate the proper usage of this device. During the review of the mfg records for the reported lot it was observed that the manufactured lots meet all device specifications and quality requirements. A review of the angiodynamics complaint system noted no trends for this product family and complaint type. This type of complaint will continue to be monitored for trends. (B)(4).